Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there was no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the wear marks observed on the rods would suggest that they were in contact with the top bar during use. When inspecting the returned parts it was found that the rods moved freely indicating no contact between the rod and top bar (i.e. No sticking or friction). Based on the analysis, it would suggest that a vertical force being induced from the handpiece could result in the reported event. The ifus associated with the handpiece has the following warning; "do not apply excessive pressure, such as bending or prying, with the cartridge. Excessive pressure may bend or fracture the cartridge and result in tissue damage, loss of tactile control, and/or the ejection of cartridge fragments at a high velocity."

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there was no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.